Event description:
The representative reported that the trial lead was placed and the patient received sufficient stimulation in the areas of her lower back and left leg. After the trial, the patient reported severe back pain; the lead was removed, and the patient was transported to an emergency room to undergo a spinal decompression procedure that was completed later the same day. On the following day, it was reported the patient could move (wiggle) her toes, but had no other movement of her legs. The device was removed, but will not be returned for analysis. Additional information has been requested from the physician.